Event description:
Medtronic aquamantys epidural vein sealer did not work, power increased but the unit still did not function. This was exchanged for a "like" device which then functioned without issue. Reason for use: transsphenoidal resection pituitary tumor.